Event description:
It was reported that during a bilateral iliac kissing stent placement procedure, a stent dislodgement occurred. The 85%-90% lesion was located in the non-tortuous and moderately calcified iliac artery. The lesion length was 25mm and the vessel diameter was 7mm. The lesion was concentric in shape and progressive. Vascular access was obtained in the right and left femoral artery. The physician did not pre-dilate the lesion. As the physician was positioning the express biliary ld premounted stent system in the lesion, the stent dislodged. The stent remained on the guide wire and migrated on the wire to the terminal aorta. The physician advanced an unspecified "smaller balloon" along the wire inside the express biliary stent and successfully deployed the express biliary at the intended location within the iliac. No further patient complications were noted and the patient's status was noted as "fine".

Manufacturer narrative:
It is indicated that the device was implanted, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.